Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported product could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the guide wire, separation, or patient effects of dissection and angina. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery. There was no resistance during advancement of the balance middleweight (bmw) hydro guide wire, but there was some resistance during removal and the duide wire separated in the artery. During the retrieval attempt of the separated wire, a dissection occurred and the patient experienced chest pain. The patient was sent for bypass due to dissected artery and it is unknown if the separated guide wire piece was removed. There was no clinically significant delay in the procedure. No additional information was provided.